Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during a routine device change procedure, the physician observed extremely variable, occasionally low and out-of-range shock impedance measurements from the right ventricular (rv) lead, when previously the trends were stable. Boston scientific technical services was contacted and discussed that this phenomenon could be the result of electromagnetic interference within the operating room. It was recommended to turn some equipment off in the room and then re-assess the impedance with the new device. Further attempts were made for the specific details for the involved products in this event, but the information was unable to be provided to the field representative. It was confirmed that the shock impedance stabilized when connected to the new device and the physician is continuing with normal follow-up appointments. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that during a routine device change procedure, the physician observed extremely variable, occasionally low and out-of-range shock impedance measurements from the right ventricular (rv) lead, when previously the trends were stable. Boston scientific technical services was contacted and discussed that this phenomenon could be the result of electromagnetic interference within the operating room. It was recommended to turn some equipment off in the room and then re-assess the impedance with the new device. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.